Manufacturer narrative:
(B)(4) one (1) actual sample received for investigation together with the lma record card. The lot number printed on the lma record card and device was verified as 8v2af9ma. Upon initial visual inspection, no abnormalities were observed on the returned sample. The record card indicated that the device has been used one (1) time. During functional inspection, a leak was detected, and tears were identified at two locations on the cuff, one located at the distal end and another at the proximal end. The tear further examined using the keyence microscope. It was observed that the distal tear appeared clean cut with jagged edges which may indicate contact with a sharp object. The proximal tear in irregular tear and rough edges possibility of mechanical stress. According to the instructions for use (IFU), there is a caution section mentioned to handle the product carefully and the IFU specifies that the integrity of the reusable lma proseal materials will be adversely affected by exceeding sterilization cycle of 273 f or 134 c. However, based on additional information received, the user performed autoclaving at 135 c, which exceeds the recommended temperature. Given that the leak was found after one (1) time of reprocessing or autoclave, it is possible that damage occurred during cleaning or autoclave process. A dditionally, the discrepancy in the cleaning process such as temperature on the device before each re-use could have affected the material and contributed to the tear seen on the cuff. The returned sample was subjected to an inflation and deflation test using syringe. The cuff was able to be inflated initially, but then deflated unintentionally, indicating a possible leak. To confirm the leak, the cuff was inflated again while submerged in water, and bubbles were observed coming from the front area of the cuff, confirming the presence of a leak. The device history record (DHR) review could not be completed at the time of this submission due to the temporary unavailability of the record. Once the DHR becomes accessible, the complaint will be reopened, and the review final-ised. If the DHR review identifies any new information that impacts the reportability assessment, an updated MDR will be submitted accordingly. The instruction for use stated at cautions section " careful handling is essential. Avoid contact with sharp or always pointed objects" and at sterilisation section " the integrity of the reusable lma proseal materials will be adversely affected by exceeding sterilisation cycle of 273 f or 134 c."additionally, the IFU specifies that the recommended prevac cycle should be set at 134 c. Based on the investigation of the returned sample, a leak was confirmed on the returned sample, with visible tear found on the cuff. Microscopic examination showed that the tears had clean, jagged edges, suggesting possible contact with a sharp object during handling or reprocessing and irregular tears. Based on additional information received, the user performed autoclaving at 135 c, which ex-ceeds the recommended temperature of 134 c stated in the IFU. The leak was observed after one (1) reprocessing or autoclave cycles, suggesting the tear may have occurred during cleaning or au-toclave process. In addition, there is a discrepancy found in the cleaning process by the user. Varia-tion of cleaning settings such as temperature on the device before each re use could have affected the material and contributed to the tear seen on the cuff. As a result, the tears found on the cuff are likely due to unintentional handling during repeated cleaning or sterilization and autoclave process did not fully follow the recommended guidelines in the IFU.

Event description:
It was reported that: "the doctor found there was an air leak from the cuff at the functional test before use to a patient."

Event description:
It was reported that: "the doctor found there was an air leak from the cuff at the functional test before use to a patient.".

Manufacturer narrative:
(B)(4).